Event description:
During an attempt to get a urodynamic pressure reading, a negative pressure reading was obtained. At the same time, bleeding was noticed coming from the pt's urethra. The procedure was stopped and the bleeding resolved itself. There were no complication as a result of this event.